Event description:
The lay user/reporter contacted lifescan (lfs) on august 1, 2007, and alleged that the meter was reading inaccurately high. She reported that in 2007, after comparing her husband's meter to the visiting nurse's meter, she attempted to contact lfs to report the meter was reading higher than the nurse's. She states she disconnected the call with the customer care advocate as she was waiting too long. Six days later, around dinnertime, the patient tested his blood glucose and obtained a result of 300 mg/dl. He took 4 units of his regular insulin, which is based on a sliding scale, according to his blood glucose results. At midnight, his wife checked the patient and she found him clammy and unable to speak. She called the paramedics and tested his blood glucose; the result was 78 mg/dl. The paramedics tested the patient, but the result is not known. At the hospital, approximately 1 hour later, the patient's blood glucose result was 17 mg/dl. He was admitted for 2 days. The techniques for cleaning the puncture site and for testing their blood glucose were correct. This complaint is reported, as the reported alleged the patient's meter was reading inaccurately high, the patient took insulin based on the meter result and subsequently became hypoglycemic. Replacement products have been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.